Event description:
It was reported the high-definition liquid crystal display monitor exhibit no image, but power light is on. The issue occurred during preparation for use during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported malfunction was confirmed due to printed circuit board (qb) failure. However the root cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.